Event description:
The customer reported that the rotaflow console would shutdown after approx one minute of operation while running on battery. There was no reported injury or death to the patient. The battery, part number 701017188, was replaced and the system was tested to factory specifications and tested satisfactory. (B)(4).